Manufacturer narrative:
A vyaire service technician was unable to verify the reported issue. The ventilator passed 108 hours of extended bench testing at the customer's settings. The ventilator failed troubleshooting final test for non-conformance with measured vti. This slight non-conformance will not result in a failure to ventilate properly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the ltv 1150 stopped ventilating while on patient. The customer confirmed that there was no patient harm associated with the reported event.